Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, olympus confirmed foreign material on the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that air water cylinder had corrosion. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b3, h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.